Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperative.  While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women.  Pain is a known complication associated with this type of procedure and is referenced in the current IFU.  Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: pain, itchiness, and asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with 550cc mentor memorygel breast implants experienced postoperative left-sided rupture. The patient also experienced the following right-sided issues: pain, itchiness, and asymmetry as the right breast was positioned lower than the left breast. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with like devices (left-sided serial number (B)(4), right-sided serial number (B)(4)) this report is for the patient¿s right-sided device.